Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00877. Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein, the leads were explanted and replaced due to the lead migrating. Effective therapy was restored post operatively..

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2, reference MFR. Report# 3006705815-2019-00877. It was reported that patient experienced ineffective stimulation due to high impedances. Reprogramming was tried to no avail. Later, fluoroscopy verified that the lead had migrated from l2 to t11. Surgical intervention is pending to address the issue.